Event description:
The olympus (okm) was informed that the customer evis cysto-videoscope was returned to the service center for a reported ¿tap and biopsy port loose / jammed¿ which was found at reprocessing. Upon inspection and testing, the service technician found the biopsy port is missing (reportable). No death, injury, infection or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the biopsy port and its rubber cover were found missing. Additionally, the light guide coverglass at the distal end is worn. The connector pin unit is corroded. Also, the up/down angulation is out of standard specification. The scope was last serviced via repair in september 2019 for a failed leak test. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was likely caused by the following mechanism: excess force or rotation stress was applied to the biopsy port or surrounding components of the subject device when the subject device was used in combination with the forceps/irrigation plug. The user detected during reprocessing of the subject device that the biopsy port was loosened. After that, before the subject device was sent to olympus, the biopsy port and rubber cover was removed. A definitive root cause cannot be identified. In the instructions for use (IFU) of the forceps/irrigation port maj-891, the following descriptions are included. "Chapter 4 operation: to disconnect the forceps/irrigation plug, hold only the locking ring, and loosen it until it comes off the endoscope. Do not turn the plug¿s housing, as it may damage the plug and the endoscope. In IFU of cyf-240, the following descriptions are included. Important information ¿ please read before use: repair and modification: do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result." Olympus will continue to monitor the field performance of this device.